Manufacturer narrative:
The device was returned following explant due to adverse event with no allegation of device malfunction. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had developed pacing-induced cardiomyopathy and heart failure. A history of recurring device pocket infections was also noted. The implantable cardioverter defibrillator was explanted and replaced. The patient tolerated the procedure well and no complications were reported.